Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).

Event description:
As reported (B)(6) 2015, male patient of unknown age presented for an microwave procedure of the liver. During the procedure, when manipulating the device inside of the patient, the treating physician noted the tip of the applicator probe had partially detached from the probe shaft inside of the patient. The treating physician was able to successfully remove the device as a single unit. It was reported the patient suffered no permanent harm or injury due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.